Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed based on a potential lot number from sales history. No recorded results of manufacturing issues or anomalies were reported. Certificate of compliance (part of DHR), based on a potential lot # from sales history, certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in (B)(6) 2021 and is approximately 0.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
E80 responded to a cardiac arrest. They attempted to place a 25mm io needle and once they attempted to remove the inner cannula, it would not unscrew from the base. According to account this is now the 3rd time it has happened. Update: they did place a 15 mm io needle instead.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
E80 responded to a cardiac arrest. They attempted to place a 25mm io needle and once they attempted to remove the inner cannula, it would not unscrew from the base. According to account this is now the 3rd time it has happened. Update:they did place a 15 mm io needle instead.